Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that increasing pacing lead impedance was observed on the right ventricular lead. Though the values were within normal range the physician explanted and replaced the lead. The old previously capped lead was also explanted based on clinical decision even though the values were normal during testing. The patient was stable post procedure.